Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of an error message. The programmer powered up and interrogated with no errors. Analysis found that the programmer had major corrosion. The programmer passed the functional test. The programmer was scrapped due to corrosion. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.